Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-may-2016, an fse visited the customer to address the reported event. During servicing, fse replaced wash probe #3 due to leaking. Fse also lubricated the wash assembly. Controls were ran with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a leaky wash probe.

Event description:
On (B)(6) 2016, a customer reported that the bf wash probe was leaking on their a1a-2000 analyzer. The customer is unable to run alpha fetoprotein and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.